Manufacturer narrative:
(B)(4). It was reported that there is no current damage to the patient¿s peritoneal cavity. A review of the device history record and service history log did not reveal any issues that were related to the reported issue of damage to peritoneal cavity. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a patient who experienced damage to their peritoneal cavity coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced cloudy effluent and flu like symptoms resulting in hospitalization. Sodium and potassium levels were noted to be low resulting in low blood pressure, high pulse and vomiting. There was no bacterial growth in the peritoneal cavity and peritonitis was ruled out. Upon analysis of a scan that was taken, a tear in the peritoneal cavity was observed manifested by a leak by the navel. The tear was left to heal by itself and the patient was using a maternity belt to help with excess weight in the belly due to solution at the end of therapy. The patient had not yet recovered from the events but was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. The reported issue could not be confirmed. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.